Event description:
The customer reported an issue with the touchscreen, noting that the pump screen was frozen and unresponsive, preventing any interaction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, but the reset did not resolve the issue. The pump was out of warranty, and the customer's father planned to start the renewal process after completing a meeting.